Event description:
It was reported that (1) lcsc5 was used during a lap nissen fundoplication procedure. It was reported by rep that at the very beginning of the case the lcsc5 had a solid tone on the generator. The surgeon put the test tip on and it worked. The surgeon tried to torque the lcsc5 again and it still did not work. Opened another device to complete the case. There was no consequence to the patient.